Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that everything was suddenly erased during a cataract with intraocular lens implant (iol). The system was slow to restart so the system was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics module and the printed circuit board (pcb) controller were both replaced as a preventative measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 21, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).